Event description:
It was reported that the patient implanted with an implantable pulse generator (ipg) died of an unknown cause in another hospital one day following the implant procedure. There was no autopsy report and no further information is known. It was noted that the physician mentioned there was no device pacing signal when the patient died and suspects that device was not working at that time.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).